Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported sensor detachment and as a result, customer reported experiencing "felt like a heart attack, loss of vision, difficulty breathing and speaking, difficulty moving and was unable to self-treat. Customer had contact with a healthcare professional who "administered a unspecified IV drip, obtained a full blood test, performed a chest x-ray, CT scan of chest to check for blood clots and at the end of the day had to purchase a heart medication and an anxiety tablet" as treatment. No further information was reported.